Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 3 false positive sars result (all 3 tests taken the same day). Patient was very symptomatic during testing and communicated the results were confirmed negative by cvs and urgent care testing. Report 1 of 3.